Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.